Event description:
It was reported that this patient had a device change out and was recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Since the implant, the patient has gained 80lb and there is a lot of fat under the can. The can was moved closer to the fascia. It was noted that the patient was not pre-screened. Defibrillation threshold (dft) testing was performed however, impedances were still high, and it failed to convert many times. Additionally, the dft put the patient into atrial fibrillation (af), and it was eventually it was able to shock the back into rhythm however, it was unsure if it was internal or external shock because it happened at the same time. Also, a lot of air was in the pocket because of the pocket being bigger. Impedances measured 120 ohms and the day after implant measured 75 ohms. The field representative was on her way to do more defibrillation threshold (dft) testing. Technical services discussed troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had a device change out and was recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Since the implant, the patient has gained 80lb and there is a lot of fat under the can. The can was moved closer to the fascia. It was noted that the patient was not pre-screened. Defibrillation threshold (dft) testing was performed however, impedances were still high, and it failed to convert many times. Additionally, the dft put the patient into atrial fibrillation (af), and it was eventually it was able to shock the back into rhythm however, it was unsure if it was internal or external shock because it happened at the same time. Also, a lot of air was in the pocket because of the pocket being bigger. Impedances measured 120 ohms and the day after implant measured 75 ohms. The field representative was on her way to do more defibrillation threshold (dft) testing. Technical services discussed troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had a device change out and was recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Since the implant, the patient has gained 80lb and there is a lot of fat under the can. The can was moved closer to the fascia. It was noted that the patient was not pre-screened. Defibrillation threshold (dft) testing was performed however, impedances were still high, and it failed to convert many times. Additionally, the dft put the patient into atrial fibrillation (af), and it was eventually it was able to shock the back into rhythm however, it was unsure if it was internal or external shock because it happened at the same time. Also, a lot of air was in the pocket because of the pocket being bigger. Impedances measured 120 ohms and the day after implant measured 75 ohms. The field representative was on her way to do more defibrillation threshold (dft) testing. Technical services discussed troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to add product analysis details. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this patient had a device change out and was recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Since the implant, the patient has gained 80lb and there is a lot of fat under the can. The can was moved closer to the fascia. It was noted that the patient was not pre-screened. Defibrillation threshold (dft) testing was performed however, impedances were still high, and it failed to convert many times. Additionally, the dft put the patient into atrial fibrillation (af), and it was eventually it was able to shock the back into rhythm however, it was unsure if it was internal or external shock because it happened at the same time. Also, a lot of air was in the pocket because of the pocket being bigger. Impedances measured 120 ohms and the day after implant measured 75 ohms. The field representative was on her way to do more defibrillation threshold (dft) testing. Technical services discussed troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.